Manufacturer narrative:
The lifeband involved in the complaint was discarded by the customer. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During patient use, the velcro on the lifeband (lot # unknown) would not hold together to keep the lifeband secured in place. Therefore, it was impossible for the autopulse platform to initiate compressions. The ems crew switched to manual CPR to finish the call. No consequences or impact to patient. Later, the autopulse platform was tested with other lifebands, and the platform was able to function properly.